Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose level has been running in the 300 to 500mg/dl range since starting on their replacement pump the day prior. The patient reportedly does not feel sick and has not tested for ketones. The pump basal rate was found to be set to 0.1units/hr. The patient indicated that their basal rate was supposed to be 0.85units/hr. The patient was assisted with correcting the basal rate. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to incorrectly set basal rates.